Manufacturer narrative:
As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had pulled back from its original position and had exhibited high thresholds and decreased sensing. Additional information indicated that the dislodgement was confirmed by x-ray. This rv lead was explanted. No additional adverse patient effects were reported.